Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon popped. Pt is fine. Another device was pulled off the shelf. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).